Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was clipping the cystic duct for the first firing and the clip was malformed and would not close properly (clip gap). He removed the clip from the tissue and tried a second like device; the same issue occurred. He then removed that device and used a ligasure device to complete the procedure. The devices are not available. It is unknown if they were discarded or taken to risk management at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 1-5 or 6. What vessel or structure was the device fired on at the time of the event? Cystic artery and cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. What did the shape of the clip look like intra-operatively? None of them below. The end of the clip were not approximated there was a space. The clips could easily be pulled off the duct and artery with a maryland disector. What were the indications for surgery? What was found? Biliary dyskinesia. Does the patient have any relevant history of surgical treatments? If so, what? No. What was the relative size of the vessel being ligated? Was it considerable thinner or thicker than normal? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.